Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart was reported. The customer¿s blood glucose level was unknown at the time of the incident. Customer states a temp basal was not programmed before the a21 alarm occurred. Customer had experienced multiple a21 alarms after battery change. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm. No unexpected restart alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.